Event description:
Info was rec'd that this product was part of system revision due to infection. There were no add'l adverse effects reported. The product was capped and abandoned surgically.

Manufacturer narrative:
Na